Event description:
Physio-control evaluated a device from the physio loaner pool and observed that it had service indicator present and logged an event code in the memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Physio also observed that the device would intermittently give a "connect cable" message even though a cable was connected, indicating that the therapy cable was not being detected. This could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced both the therapy pcb assembly as well as the therapy connector assembly. After observing proper device operation through functional and performance testing, the unit was placed back into the loaner pool for use.